Event description:
The physician was attempting to position the emboshield embolic protection device when a dissection of the right common carotid artery occurred. The dissection was treated with an xact carotid stent and without distal protection. The current condition of the patient is unknown.

Manufacturer narrative:
The device was not returned; however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.